Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of aszds194 showed six other similar product complaint(s) from this lot number. The complaints for this lot number (aszds194) have been reported from the same (B)(6) facility.

Event description:
It was reported that seven expired devices were used on patients. All seven were removed from the patients, and there was no reported patient injury. This file addresses the fourth of the seven devices.